Event description:
The customer notified siemens of discordant low patient results with advia centaur xp ca 15-3, lot 217 calibrated with c4376. The issue was identified during routine troubleshooting with the customer for out-of-range quality control (qc), when the patient samples tested before the qc issue were retested when qc was back in range. The patient retest results were higher than the initial results and were considered correct. The initial depressed patient results were reported to the physicians, but not questioned. Corrected reports were issued to the physicians using the higher retest results. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
This incident occurred in the united states (us). The us customer reported an observation of discordant low patient results with advia centaur xp ca 15-3, lot 217 that were higher upon retesting. The issue was identified during routine troubleshooting with the customer for out-of-range quality control (qc). The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens investigated a us customer report of depressed advia centaur xp ca 15-3, lot 217 results. The issue was identified during routine troubleshooting with the customer for out-of-range quality control (qc). There have been no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. Siemens requested information and recommended troubleshooting actions, but the customer has declined to provide any additional information regarding this event. Based on the limited information provided further evaluation is not possible. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings.".